Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to a flattened dome switch. The pump had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 9 mmol/l. Customer was sitting in the couch when the alarm occurred no other significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.